Event description:
Additional information received reported that the patient apparently fell ¿several months back¿ and then lost therapy. He went to see a movement disorder specialist and was reprogrammed to no avail. There was a short on the third electrode that caused discomfort when turned on. The other electrodes offered little to no benefit. The day prior to the report a new lead was implanted in the left vim without incident. They were able to test to high amplitudes with no adverse effects. The new extension and implantable neurostimulator (ins) would be placed the following week and the patient would go back for programming within the next month.

Event description:
Additional information received reported that low impedances under 250 ohms were measured and the patient had less than 50 percent therapy relief. A revision was done to explant the patient¿s system. X-rays, CT scans, and intra operative testing of the lead were done.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a shocking and jolting sensation in their right arm and jaw after a fall. The patient fell a while ago and within three weeks of the fall the patient was having tingling and pain. The patient was contacted by a manufacturing representative and they said a wire was probably loose. The extension was broken. The implantable neurostimulator (ins) ¿went wild¿ and was sending pulses of electricity down their right arm. There were a number of pulses and they were quite intense. The patient went to the emergency room and the shocking went away after stimulation was turned off. The patient had an appointment scheduled with their healthcare professional (hcp) for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v727699, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported the patient is due to have their system replaced in may as a result of having a shocking sensation in their right arm two weeks after a falling accident. The patient was to have a MRI tomorrow and they wanted to speak with a manufacturing representative.

Manufacturer narrative:
(B)(4).